Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped and replaced due to a capture anomaly. No further information is available at this time.

Event description:
Additional information received indicated that the patient was stable before, during and after the procedure.